Manufacturer narrative:
Product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 explanted: 2023-03-04 product type catheter h3: analysis of the 8780 catheter revealed no significant anomaly; catheter body-dried drug, blood or foreign body material occlusion. Analysis of the 8784 catheter revealed no significant anomaly; catheter body-dried drug, blood or foreign body material occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-jun-2017, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 18-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ ml at 381.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023 the patient was strapped in their stand table receiving physical therapy when their upper body forcefully collapsed onto the table in front of them. On (B)(6) 2023 they started noticing an increase in spasticity and withdrawal symptoms, and on (B)(6) 2023 they went to the emergency room (ER) with pain. On (B)(6) 2023 they were given a bolus in the ER but it was unsuccessful in resolving their symptoms. On (B)(6) 2023 the patient had a dye study and it was unsuccessful. On (B)(6) 2023 the patient had their pump and pump segment replaced and the event was resolved.